Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an over infusion of versed which occurred approximately 1.5 years ago. She recalled priming the tubing with versed and not noting faster flow when she initially set up the medication. However, 45 minutes later the pump alarmed for ail and the whole versed bottle was gone. This was reported to bd associate during the site visit. There was patient involvement, but the information on patient impact is unknown. Although requested, no further information was known.